Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to an out of phase motor encoder. The displacement test could not be performed due to a constant motor error alarm. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind. Nothing further was reported.